Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the no audio on the device due to an unsecured back flex connection on the input/output printed circuit board. The connection was secured and the audio functioned as expected.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was discovered the device had no audio. There was no pt involvement.